Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/no medical intervention, has caused or contributed to patient injury, previously. Device issue: stent dislodgement. It was reported that the lesion being treated was a heavily calcified lesion in the ostial of the rca. The lesion was pre-dilated, and then the vision stent delivery system (sds) was advanced to the lesion, and the device was inflated to deploy the stent. However, during removal of the sds, post stent deployment, there was resistance and the sds could not be removed. The device was pulled back and pushed forward, and then the sds and guide wire were removed as a single unit. However, once the sds was outside the patient anatomy, upon examination of the device, it was noted that the stent implant was on the sds. The stent implant was hanging off of the sds balloon proximally on the shaft and the stent appeared to be stretched (as if both ends were pulled stretching the stent implant). The patient was examined under angiography and there was no damage to the patient's vessel. The procedure was completed with another stent implant without further complications. No additional event or pt info is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the inflation lumen, balloon and in the guide wire lumen. There was contrast visible in the inflation lumen. The stent implant was returned dislodged on a guide wire. The stent implant was stretched and flattened. The balloon was loosely folded. There were slight crimp marks visible on the balloon. The distal end of the balloon was bunched. There were two kinks in the implant 30.5 cm and 63 cm distal to the strain relief tubing. The guide wire used during the procedure was returned frozen inside the guide wire lumen. The protective sheath was not returned. There was no other damage noted to the sds. The stent implant outer diameters could not be measured due to the damage to the stent implant. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.